Manufacturer narrative:
Section d9: device available for evaluation: yes date returned to manufacturer: (B)(6) 2022 section h3: device evaluated by manufacturer: yes device evaluation: product evaluation was performed under magnification. The lens was received coated in viscoelastic and when cleaned presented with no issues. The lens was returned with a non-j&j cartridge. The complaint issues of dc-stuck in cartridge and dc-cosmetic issues were not confirmed. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight and ethnicity: unknown/ not provided. Implant date: not applicable, as lens was not implanted. Explant date: not applicable, as lens was not explanted. Initial reporter telephone number: (B)(6). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was stuck in cartridge. The cartridge tip contacted the eye, but the iol did not contact the eye. While loading the iol, the surgeon observed visible markings on the iol, therefore, the surgeon decided not use the iol. There was no patient injury. There was no vitrectomy, incision enlargement, or sutures required. No further information was available.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.